Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated left fallopian tube") and genital haemorrhage ("excessive bleeding") in a 33-year-old female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, multigravida, parity 4 (B)(6) 1993, (B)(6) 2002, (B)(6) 2007, (B)(6) 2008, gestational diabetes and preterm labour. Concurrent conditions included overweight and nickel sensitivity since 1993. Concomitant products included citalopram for depression and anxiety, drospirenone + ethinylestradiol (yaz) from (B)(6) 2008 to (B)(6) 2009 for genital bleeding and abdominal bloating and levothyroxine for hypothyroidism. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced back pain ("back pain"). In (B)(6) 2008, the patient experienced gait inability ("unable to walk / felt like she could not walk"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating / extreme bloating"), menorrhagia ("long periods with excessive bleeding"), arthralgia ("joint pain/"), migraine ("migraines /complicated severe migraines / complicated migraines/severe migraines head migraines- 7 years current") and ovarian cyst ("an ovarian cyst on her left side / cyst on her left ovary"). In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), hormone level abnormal ("hormonal changes"), hot flush ("hot flashes"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") with rash, loss of personal independence in daily activities ("I could hardly open a bottle of water"), investigation noncompliance ("she did not undergo essure confirmation test") and post procedural complication ("post operative complications"). The patient was treated with surgery (underwent laparoscopic partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal distension, gait inability, menorrhagia, mood swings, anxiety, depression, weight increased, abdominal pain, dizziness, hormone level abnormal, hot flush, allergy to metals, back pain, loss of personal independence in daily activities, investigation noncompliance and post procedural complication outcome was unknown and the arthralgia and migraine had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, depression, dizziness, fallopian tube perforation, gait inability, genital haemorrhage, hormone level abnormal, hot flush, investigation noncompliance, loss of personal independence in daily activities, menorrhagia, migraine, mood swings, ovarian cyst, post procedural complication and weight increased to be related to essure. The reporter commented: pfs- patient received medical treatment for perforated left fallopian tube, complicated migraines, pain on left side, pain on left side. Current weight: 185 lb mr - coils visible within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Ultrasound and found a cyst on her left ovary. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated left fallopian tube") and genital haemorrhage ("excessive bleeding") in a 33-year-old female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, multigravida, parity 4 (((B)(6) 1993, (B)(6) 2002, (B)(6) 2007, (B)(6) 2008)), gestational diabetes and preterm labour. Concurrent conditions included overweight and nickel sensitivity since 1993. Concomitant products included citalopram for depression and anxiety, drospirenone + ethinylestradiol (yaz) from (B)(6) 2008 to (B)(6) 2009 for genital bleeding and abdominal bloating and levothyroxine for hypothyroidism. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced back pain ("back pain"). In (B)(6) 2008, the patient experienced gait inability ("unable to walk / felt like she could not walk"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating / extreme bloating"), menorrhagia ("long periods with excessive bleeding"), arthralgia ("joint pain/"), migraine ("migraines /complicated severe migraines / complicated migraines/severe migraines head migraines- 7 years current") and ovarian cyst ("an ovarian cyst on her left side / cyst on her left ovary"). In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), hormone level abnormal ("hormonal changes"), hot flush ("hot flashes"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") with rash, loss of personal independence in daily activities ("I could hardly open a bottle of water"), investigation noncompliance ("she did not undergo essure confirmation test") and post procedural complication ("post operative complications"). The patient was treated with surgery (underwent laparoscopic partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal distension, gait inability, menorrhagia, mood swings, anxiety, depression, weight increased, abdominal pain, dizziness, hormone level abnormal, hot flush, allergy to metals, back pain, loss of personal independence in daily activities, investigation noncompliance and post procedural complication outcome was unknown and the arthralgia and migraine had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, depression, dizziness, fallopian tube perforation, gait inability, genital haemorrhage, hormone level abnormal, hot flush, investigation noncompliance, loss of personal independence in daily activities, menorrhagia, migraine, mood swings, ovarian cyst, post procedural complication and weight increased to be related to essure. The reporter commented: pfs- patient received medical treatment for perforated left fallopian tube, complicated migraines, pain on left side, pain on left side. Current weight: 185 lb mr - coils visible within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Ultrasound and found a cyst on her left ovary. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: essure lot number 627304 was added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("perforated left fallopian tube") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, gravida ii, parity 4 (((B)(6) 1993, (B)(6) 2002, (B)(6) 2007, (B)(6) 2008)), gestational diabetes and preterm labour. Concurrent conditions included overweight and nickel sensitivity since 1993. Concomitant products included citalopram for depression and anxiety, drospirenone + ethinylestradiol (yaz) in (B)(6) 2008 for genital bleeding and abdominal bloating and levothyroxine for hypothyroidism. On (B)(6) 2008, the patient had essure inserted,in 2008, the patient experienced back pain ("back pain"). In (B)(6) 2008, the patient experienced gait inability ("unable to walk / felt like she could not walk"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating / extreme bloating"), menorrhagia ("long periods with excessive bleeding"), arthralgia ("joint pain/"), migraine ("migraines /complicated severe migraines / complicated migraines/severe migraines head migraines- 7 years current") and ovarian cyst ("an ovarian cyst on her left side / cyst on her left ovary"). In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), dizziness ("dizziness"), hormone level abnormal ("hormonal changes"), hot flush ("hot flashes"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") with rash, loss of personal independence in daily activities ("I could hardly open a bottle of water"), investigation noncompliance ("she did not undergo essure confirmation test") and post procedural complication ("post operative complications"). The patient was treated with surgery (underwent laparoscopic partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal distension, gait inability, menorrhagia, mood swings, anxiety, depression, weight increased, abdominal pain, dizziness, hormone level abnormal, hot flush, allergy to metals, back pain, loss of personal independence in daily activities, investigation noncompliance and post procedural complication outcome was unknown, the arthralgia,migraine had resolved . The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, depression, dizziness, fallopian tube perforation, gait inability, genital haemorrhage, hormone level abnormal, hot flush, investigation noncompliance, loss of personal independence in daily activities, menorrhagia, migraine, mood swings, ovarian cyst, post procedural complication and weight increased to be related to essure. The reporter commented: pfs- patient received medical treatment for perforated left fallopian tube, complicated migraines, pain on left side, pain on left side. Current weight: (B)(6) lb. Mr - coils visible within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Ultrasound and found a cyst on her left ovary. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.